Manufacturer narrative:
Manufacturing site evaluation: samples received: (B)(4) empty primary packages were received. Analysis and results: there are no previous complaints of this code batch, the stock was reviewed. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Analysis samples: have not received any sample and there are no units available, it is not possible to conduct an investigation to determine the cause of the incident. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). During use by making fraction surgeon, the thread broke. Thread broke during surgery.